Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified nicks and scratches are noted to the distal end and handle from previous uses. Depth gauge is confirmed to be bent and deformed. Distal tip is fractured at the proximal notch. No other damage was noted. Device has an approximate field age of 8.5 years. Device visually conforms to print aside from damage. Depth rod diameter was measured and in specification. Fracture analysis has been previously analyzed for this fracture location where bending overload was identified as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the depth gauge broke during the case. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.